Event description:
The customer reported getting a system failure, cycle power -error 20003 message.

Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint remains under investigation. A follow-up report will be submitted upon completion of the investigation.